Event description:
Patient reported low reservoir alarm noted approximately 3 weeks ago. The patient reported that she "has gone through withdrawals and now wants the pump explanted". Specific symptoms were not reported. A follow-up report will be sent if additional information becomes available to us.